Manufacturer narrative:
(B)(4). Concomitant medical products: pn 010000661 ¿ g7 shell ¿ ln 3461304, pn 010000998 ¿ g7 screw ¿ ln 3370994, pn 010000999 ¿ g7 screw ¿ ln 339346, pn 163670 ¿ modular head - ln 878960, pn 010000847 ¿ g7 liner ¿ ln 3373720. Complaint sample was evaluated and the reported event was confirmed by review of operative notes. The provided operative notes stated patient was presented with pain and was diagnosed with a periprosthetic fracture that was located above a previous fracture site. The stem was found to be well fixed and a trochanteric osteotomy was used in order to remove it. During the sts extraction from the femur, fracture of the posterior trochanter occurred. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left hip revision approximately 2.5 years post implantation due to periprosthetic fracture. During the surgery, patient sustained a fracture of the posterior trochanter. The fracture was stabilized with 2 kinamed super-cables. Attempts have been made and additional information on the reported event is unavailable at this time.